Event description:
It was reported that the haptic was missing on an aa4204vl silicone plate lens prior to removal of the packaging. No pt contact.

Manufacturer narrative:
Eval results - (other): visual inspection of the returned product showed that a haptic plate was torn off and missing, and there was a clear surgical residue on the lens.